Manufacturer narrative:
This report is submitted march 22, 2018.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) in order to reposition the receiver-stimulator. The implanted device remains insitu.